Manufacturer narrative:
(B)(4). Date sent: 05/20/2025. D4: batch #unk. Investigation summary: this is an analysis of four photos submitted for evaluation. During the visual analysis, the following was observed: the photos show the blister seems to be damaged on the corner of the package is possible that this could compromise the device sterility. Based on the photos the event described is confirmed, however no conclusion or root cause could be determined. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Date sent: 05/02/2025. B3: only event year known: 2025. D4: batch #unk. Additional information was requested, and the following was obtained: when the issue was identified (pre-op/intra-op/post-op)? Pre-op. Device was not used. Could you please clarify if there were any patient consequences? No. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? Device was not used and to be returned for analysis. The photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device psee60a lot number a9762d and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the sterile pack of the device was damaged but the carton box had no apparent damage. There was no patient involved reported. No additional information provided.

Manufacturer narrative:
(B)(4) date sent: 07/07/2025 d4: batch #unk. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the psee60a device was returned sterile. During the visual inspection of the blister was noted a broken on a corner side. However, this condition does not affect the sterility of the package. Also, the tyvek was examined for visual inspection and no damages were observed. Due to the damages found on the blister, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface, and this caused the reported event. All ees product is 100% inspected prior to release. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications.